Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the sapien valve was deployed too aortic contributing to aortic insufficiency and placement of a second valve. Per the report, during deployment of the sapien valve the system jumped aortic due to the amount of tension on the rf3 delivery system. After the deployment of the valve the transesophageal echocardiogram (tee) showed multiple paravalvular leaks (pvl) and moderate to severe aortic insufficiency. A second sapien valve was placed distal to the 1st valve and deployed under rapid ventricular pacing. A second tee showed trace pvl and no aortic insufficiency. The patient's pressure was never compromised during the 2nd system being prepped. The system was removed and the patient was extubated at the bedside.

Manufacturer narrative:
The serial and/or lot number for the device was not provided. Thus a device history record (DHR) review of the effected sapien valve could not be performed. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (< 3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device in this case, the exact cause of this event cannot be determined. It is possible that patient and procedural factors might have caused or contributed to the event. Per the report by the edwards clinical specialist, it appears that despite proper initial positioning of the valve prior to deployment, the valve jumped aortic during deployment. This was thought to be due to the amount of tension on the rf3 system. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.